Event description:
It was reported, that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days, using humalog insulin. Tandem customer technical support, informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose level was 527 mg/dl. Customer went to the emergency room and was treated with intravenous fluids and insulin. Customer was released with issue resolved. And no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours, as recommended by your healthcare provider. H3 other text: device not returned.